Event description:
It was reported that the lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited oversensing with short interval counts (sic) and "suddenly" high lead impedance that was also intermittent and varying. The lead was programmed off and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4)